Manufacturer narrative:
The actual device was tested by the service provider on 04/24/2020. The pump passed the speaker test. The speaker worked within specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 11/25/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 04/22/2020, and reported that pump (B)(4), "pm-cant hear alarm ghost pump." No information was provided for the device operator, the medication being infused, patient involvement ,or event date. No patient injury, or harm was reported.